Event description:
It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) drain port connector of the crm module was broken by the user. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device ((B)(4)) a getinge field service engineer (fse) evaluated the iabp and confirmed the reported issue. The fse indicated the port was broken due to misuse by the user. The fse replaced the crm module and performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted if this information is provided to us.

Manufacturer narrative:
Additional information:e1(event site state- (B)(6), event site postal code- (B)(6), contact person e-mail address-(B)(6)).

Event description:
N/a.